Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report.

Event description:
It was reported to vyaire that when the customer attempted to turn on the enflow controller unit, there was a huge spark inside. The customer stated that one of the fuses cracked/broke. The customer stated that patient involvement is unknown.

Manufacturer narrative:
Results of investigation: the controller was inspected per the findings: external fuses missing, when the power entry module was replaced the power supply was non-functional. All other components were tested and found to function properly. Per the manufacturer findings included: pfc bypass diode d14 shorted which caused pfc boost fet q11 to short g-d-s and open the ac input fuses, assembly 90dpk2251600.